Manufacturer narrative:
Device evaluation: visual examination revealed no defects to the returned complaint device. There was no visible damage or manufacturing deficiency that would attribute to the reported defect. During functional testing the extension tube was closed with a dead-end cap and the unit was pressurized by hand. The needle moved up to about 2atms and stopped even though the plunger was depressed as far as it could go. After releasing and applying pressure to the device several times, the needle eventually went up to about 4atms; the needle was not reacting appropriately to the internal pressure of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling of the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, the gauge on the inflation unit read inaccurately. The 90% stenotic lesion was located in the arteriovenous fistula of the upper arm. During prep the gauge of a leveen inflation device didn't work properly and failed to give an accurate pressure reading. The procedure was completed with another leveen inflation device. No complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, the gauge on the inflation unit read inaccurately. The 90% stenotic lesion was located in the arteriovenous fistula of the upper arm. During prep the gauge of a leveen inflation device didn't work properly and failed to give an accurate pressure reading. The procedure was completed with another leveen inflation device. No complications were reported and the patient's status is good.